Event description:
The manufacturer received information alleging that a ventilator was alarming for an internal battery depleted condition. The device was not in patient use. The device has yet to be returned to the third-party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third-party service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a ventilator was alarming for an internal battery depleted condition. The device was not in patient use. The ventilator was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.